Manufacturer narrative:
.

Event description:
It was reported that the device was explanted due to an infection. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; the MFR's device registration sys indicates it is lioresal. Add'l info has been requested from the hcp.